Event description:
Our instituition recently discovered that the kendall monoject syringes are not compatible with the baxter pca pump. There are plastic "dividers" on the plunger that do not allow the syringe to work in the pca machines.